Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not using room temperature insulin when filling cartridges. Tandem technical support educated the customer to use room temperature insulin. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.